Manufacturer narrative:
Per the field service representative (fsr) the 2% variation is within the manufacturer's specifications therefore no service is necessary.

Event description:
It was reported that the electronic patient gas system (epgs) fraction of inspired oxygen (fio2) reading was off from the setpoint by about 2% both at the highest and lowest settings. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint could not be confirmed. An evaluation was not done as the difference in flow was within the manufacturer's specifications. Clarification on the specification was provided by the field service representative to the end user. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information received indicated the issue occurred prior to going on cardiopulmonary bypass.